Event description:
(B)(4) is the initial importer of the device which is a rollator. Report of the incident originated from service provider. The initial reporter has passed off the task to another staff member. Pictures were provided. We still have not obtained the unit for evaluation. When attempting to stand the walker broke causing the patient to fall. The patient was readmitted to the hospital. No further information available.